Event description:
During a clinic follow-up, a decrease in the defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, but did not reveal any abnormalities. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.